Event description:
Boston scientific received information that this patient presented to the hospital due to a syncopal event. Upon investigation, it was noted noise was being oversensed by this pacemaker on both the right ventricular and right atrial leads, leading to pauses in pacing and asystole for up to 1.5 seconds, which may have contributed to the patient's syncopal event. Information was received that the right atrial lead sensitivity was reprogrammed to ensure pacing and no remedial action was taken on the right ventricular lead at this time.

Manufacturer narrative:
This device remains in service. No further information is available. This report will be updated if more information becomes available.